Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test at 4 pounds due to moisture damage faulty force sensor system. The pump had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed during prime. The customer stated that the pump was not dropped or bumped. There was no cosmetic damage on the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.